Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event.(B)(4)

Event description:
Embolization treatment of a right internal carotid aneurysm with onyx. During procedure, it was reported that a small piece of onyx broke off from the cast and migrated into the branch. Consequently, a stent was placed across the neck of the wide neck left internal artery aneurysm.no complications were reported with the patient as a result of the event.